Event description:
Found trace amount of saline in the balloon syringe of pa [pulmonary artery] catheter, origin unknown. Manufacturer response for pa catheter, 777f8 (per site reporter). They have started an investigation.